Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for call was to get MRI information. The caller indicated that the patient claimed the implanted device is not functional. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.  No further complications were reported/anticipated at this time.